Event description:
It was reported to arkray factory on august 9, 2007 that the measurement unit of glucocard x-meter was not correct. No pt injury or medical intervention was associated with this event. No further info was available regarding this event.

Manufacturer narrative:
The complaint device was returned for evaluation. During the investigation, it was found that the date/time settings of the device had been reset. Inadvertently, the user entered the password for the factory mode while setting the date and time. This device operation led to the change in measurement units. A software upgrade was made and the measurement unit change function was removed to prevent users from changing the measurement units through accidental operation. The mfg history record, shipping records and mfg inspection data were reviewed for serial number (B) (4) and no anomalies were found. During memory data retrieval, error 6 was recorded in three occasions. However, this error only occurs during the usage of an inappropriate test strip or the test strip does not correspond to glucocard x-meter. After analyzing all the data available, the most probable root cause is that software vulnerability contributed to the event.